Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient has a lead for off-label use. It was reported the patient started having an infection at the lead site following a micro-vascular decompression surgery and a permanent implant procedure in (B)(6) 2013. The patient stated the infection is still being treated and the lead has eroded through her skin.